Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. Catalog ; unknown/ not provided. Serial number ; unknown/ not provided. UDI ; unknown as the serial number was not provided. Model ; unknown/ not provided. If implanted; if explanted: give date: unknown/not provided. Phone ; (B)(6). (B)(4). The device was not returned for analysis. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens was implanted upside down and needed to be explanted. No more information received.